Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient the sensor failed and instead of removing it, they restarted the sensor two more times until it finished the 2 hour warm up sensor session. When the dexcom prompted the patient for a double blood draw, the dexcom displayed an error reading symbol. It was indicated that while the dexcom was displaying an error reading symbol, the patient experienced a hypoglycemic event and passed out. It was indicated that emergency medical services was called and when they arrived, they administered the patient with glucose. The patient declined the ambulance and after 2 hours, the patient was back up and in healthy condition. No additional patient or event information is available.